Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump didn't alarm upstream occlusion. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the device was able to properly detect an upstream occlusion. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The ultrasonic sensor will be replaced as a precautionary measure. Should additional relevant information become available, a supplemental report will be submitted.